Event description:
Approx 16 days post stents implantation, a follow-up coronary angiogram was conducted, and the thrombus was confirmed at the distal edge of the implanted cypher stent (possibly due to underdilation of the stent (which has been coded under section f10 device code). However, the pt was asymptomatic. It was noted as there was no problem with the blood flow, only intra aortic balloon pump was conducted for treatment of the thrombus. The target site was proximal to mid left anterior descending artery. The lesion was a de novo, eccentric and calcified. Classification type was b2. The vessel length was 20mm, and the vessel diameter was between 2.5 approx 3.0mm. The case was elective. Pre-dilation was conducted with a 2.5x15mm balloon at 14 atmospheres for 20 seconds. Then first cypher 2.5x18mm stent was implanted at the distal edge of the target lesion at 14 atmospheres for 30 seconds, and a second cypher 3.0x18mm stent was implanted proximal to the first stent in an overlapping fashion. Post-dilatation was conducted with a balloon 3.0x10 mm at 20 atmospheres for 30 seconds. Intravascular ultrasound was conducted. The residual stenosis was 25%. Timi grade flow prior to the procedure was 0 and grade 3 after the procedure.

Manufacturer narrative:
Additional physician comments noted the possible cause of the thrombotic event was underdilated stent and high risk pt due to diabetes and renal dysfunction (dialysis therapy). The complaint device is not available for evaluation and testing. However, any additional info will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states. However, it is similar to the cypher sirolimus-eluting coronary stents marketed in the us.